Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the recharging difficulty was that for 2 chargings the patient couldn't get a full charge. The patient also couldn't keep all the coupling boxes black. The patient wasn't using the charger fastened on the belt. The patient stated that with the adhesive discs they were able to keep all the coupling bars and the device charged fully every time and had all the coupling boxes. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having difficulty charging as they were getting poor coupling. The patient stated that the coupling bars wouldn't stay black. It was noted that the issue started about two weeks prior to the date of this report. The patient met with a manufacturer representative on (B)(6) 2017 and it was recommended that they try charging with the adhesive discs instead of the belt. It was reviewed that the patient would call back to troubleshoot coupling if the adhesive discs didn't resolve the issue. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.